Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient was not happy with the setting because it was not doing what it is supposed to do/not managing pt's symptoms. Caller stated patient had never felt stimulation in the bicycle seat area since date of implant. Caller reported patient started feeling stimulation in their big toe when they were increasing stimulation on the call. Patient services reviewed therapy/stimulation overview and expectations. Pt changed programs on the call and continued to feel stimulation in their big toe when increasing stimulation (pt stated did not feel in bicycle seat area) and stated it was uncomfortable. Pt stated they did not feel stimulation in their bicycle seat area when originally set but caller stated they were not with pt at that time and stated pt has some memory problems. Caller stated after surgery pt was told they would receive a call from [manufacturer] the next week but stated they never received a call. Callers stated pt did not know what they should be doing. Callers inquired if external devices need to be on all the time. Patient services reviewed external devices general overview. Callers changed back to original program/original setting pt was on but stated pt was then feeling stimulation in their big toe. Caller decreased pt's stimulation until feeling in big toe started to subside and was only feeling a little bit. Caller made a comment that stimulation "went down on it's own" when they were decreasing stimulation. Pt confirmed stimulation was not uncomfortable at call closure. Patient services recommended pt decrease stimulation if becomes uncomfortable or turn off ins until pt follows up with healthcare provider (hcp). Patient services redirected to pt's hcp to further discuss the issue. Sent email to a manufacturer representative (rep) requesting to contact pt.